Manufacturer narrative:
12/29/1997-supplemental report #1 submitted to FDA. Product not available for eval.

Event description:
Device was used during a laparoscopic cholecystectomy procedure. Reportedly, the pneumoperitoneum leaked from the trocar. No pt injury reported.